Event description:
It was reported that during surgery in instrument tip broke. The tip broke as the surgeon was attempting to advance the screw further into the pt bone. The bone was noted to be very good/hard bone. The tip was retrieved and the procedure was completed.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is designed related. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.